Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of explantation. The patient is scheduled to undergo removal and replacement on (B)(6) 2020. The relevant fields have been updated. H6 patient code 3191: medical device removal reason for device explant and/or reoperation: capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant and experienced postoperative right-sided grade IV capsular contracture. The diagnosis was confirmed via physical examination. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On 27-oct-2020, the suspected medical device was returned for evaluation. On 1-nov-2020, mentor received additional information regarding the revision surgery and replacement devices. The patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implant prostheses (catalog#: 3504001bc, right serial#: (B)(6), left serial#: (B)(6). On 11-nov-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).